Event description:
It was reported that there was a shock lead impedance (sli) alert for a lead measurement of 0 ohms. The patient was in the hospital as they had a coronary artery bypass graft (CABG), the day before. On the day of the CABG, the sli was not readable, due to noise. Oversensing from the procedure was also reported. Prior to the CABG there was a drop in sli from 80 ohms to about 30 ohms, a drop in right ventricular (rv) intrinsic amplitude, and a drop in rv pace impedance from about 800 to about 500 ohms. It was discussed that at the next clinic visit, the threshold would be tested and the other leads tested, and continue to monitor. This would be completed, per the discretion of the physician. Technical services noted that this was probably related to the condition of the patient. No adverse patient effects were reported. If additional information is received, this report will be updated.